Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a bluetooth connection issue between the transmitter and g5 mobile application. Patient reported that they replaced sensors. Patient was advised to close applications and forget previous transmitter in bluetooth device settings and try re-pairing, which was unsuccessful. Patient was then advised to insert a new sensor and try re-pairing, which was successful at establishing a connection. No additional patient or event information is available.